Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. The estimated remaining longevity was determined to be 90 days. Recently, the patient moved to a different city, at this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted and confirmed the battery was depleting prematurely. It was recommended that the device should be replaced within 14 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.